Event description:
A (B)(6) female pt contacted lifecor customer support to report that her monitor would not start up. She stated that neither battery pack would start it up. Both battery packs gave the green light when placed on the battery charger. Support sent the pt a replacement monitor. The new monitor would not power up at all. Support sent the pt replacement battery packs.

Manufacturer narrative:
Device manufacture date. Battery pack (B)(4) - 02/2008; battery pack (B)(4) - 01/2009. Device eval summary: device evaluations of battery packs (B)(4) and (B)(4) have been completed. The reported problem was confirmed. Both battery pack had defective cells. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the download from this pt. This meant that the battery pack was used for greater than twenty-four hours. This means that the pt continued to use a depleted battery for hours after the expired runtime alarms sounded. There was an unk substance inside the battery pack. One of the cells was corroded. The defective cells were replaced. The battery packs retested and restocked. No adverse event occurred due to the defective battery packs. The pt received replacement battery packs.